Manufacturer narrative:
(B)(4). Being connected during priming is not known to cause a check lines and bags alarm. The ¿the homechoice and homechoice pro apd systems patient at-home guide¿ provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a check lines and bags alarm occurred on the homechoice (hc) device during fill. The home patient (hp) was connected at the time of the alarm. During troubleshooting, it was noted that the hp had failed to follow proper therapy steps and was connected during prime. The tsr reviewed proper procedures with the hp. The hp would complete therapy with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Failing to follow proper therapy steps is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The device was not returned; therefore, a device analysis could not be completed. If additional relevant information is obtained, then a supplemental report will be submitted.